Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported that a male pt in the cath lab with the diagnosis of mi was having an intra-aortic balloon (iab) inserted. The md followed the instructions for use and inserted the super arrow-flex (saf) sheath in the left femoral artery. When inserting the iab through the saf sheath, the catheter would not advance due to resistance. The catheter and sheath were removed together. A new kit was opened of the same and placed successfully via the same insertion site. There was no excessive bleeding, injuries or complications. A delay in therapy of 10 minutes is listed to remove and replace the iab catheter. The pt outcome is "fine".